Event description:
It was reported that the device was interrogated after the patient expired. The patient was a heart failure patient who was non-compliant. He was feeling poorly but refused to go to the hospital when his device started firing. The medtronic field person, after evaluation of the post-mortem device interrogation, concluded that the atrium was at a standstill, there was loss of an atrial channel signal, and there was some ventricular non-capture after a shock. Cause of death information was requested but not received.